Event description:
It was reported that the catheter came apart and leaving the plastic cannula in the patient. There was a patient involvement, but no harm reported.

Manufacturer narrative:
One used device and one unused device from the same lot were returned for investigation. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually inspected and noted a "v"-shaped puncture consistent with catheter wall penetration by the cannula due to a redirect during insertion. The unused sister sample was visually evaluated for potential nonconformance's and met product specification requirements for the reported complaint. The probable cause, however, is due to a variation in insertion technique during use.